Manufacturer narrative:
Since the subject device will not be returned to omsc for evaluation, the exact cause of the reported event could not be conclusively determined. Omsc investigated a photographic image of the subject device and found the reported event. The manufacturing history was reviewed, with no irregularities noted. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The manufacturing history was reviewed, with no irregularities noted. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a total laparoscopic hysterectomy. It was found that the tissue pad was peeling after three times of activations. It was not reported whether the device was replaced to another device. The intended procedure was completed. It was reported that there was no patient injury.